Manufacturer narrative:
Findings: no button error alarm. Unit received with no button response due to flattened act button keypad dome. The keypad connector was found closed properly during visual inspection. Unable to performed functional test due to keypad anomaly. Unable to verify failed battery test due to keypad anomaly. Unit had minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 39 mg/dl and treated with food. Customer¿s blood glucose level was 173 mg/dl at the time of the call. The customer was assisted with troubleshooting and stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. Customer also reported to have experienced high blood glucose event and troubleshooting was performed and completed. Customer also mentioned to have received a failed battery test alarm and keypad anomaly. Troubleshooting was performed and completed. Customer was advised to contact healthcare professional and monitor the insulin pump. The insulin pump is being replaced was returned for analysis.